Event description:
The manufacturer received information alleging the ventilator was alarming. The device was not in use at the time of the alleged event. The ventilator was returned to the manufacturer for evaluation and a "service required" alarm condition was observed. The device's internal battery will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated and repair is anticipated but not yet completed.